Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a skin reaction was reported. The sensor was inserted on (B)(6) 2019. It was reported that the patient called the diabetic nurse at the clinic to report an allergic reaction to the sensor after a few hours of inserting it. The reaction was described as swelling on the face, blotching all over the whole body with no respiratory issues. The diabetic nurse stated the symptoms reported were more coherent with a food allergy than a skin reaction due to the reaction not being limited to the area where the sensor was inserted. No treatment information was provided. At the time of contact, the patient was doing good. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.